Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient alleges the device was getting hot and smoke came out of it. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. There is no evidence of thermal damage or smoke. The device operates properly.